Event description:
Caller alleges she purchased (B)(6) brand latex free band-aids on the (B)(6) 2021. She had a cut four days after on her thumb and index finger and she used the latex free tape on her thumb and index finger. Three hours after using the tape she experienced an allergic reaction she removed the tape and noticed blisters and welts. The index finger blister has popped, and she is keeping it clean and dry with a paper tape. Caller is concerned this product is being sold as latex free and worries a child with latex allergy can really get hurt and is appealing FDA to investigate this product.